Manufacturer narrative:
Concomitant medical products: dtmb2d1 crtd implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had multiple t-wave oversensing (twos) episodes detected, and noise observed on the rv electrograms (egm).  It was noted that the left ventricular (lv) lead had high threshold measurements.  The rv lead and lv lead remain in use.  No patient complications have been reported as a result of this event.